Event description:
The customer reported the presence of air bubbles or gaps in the tandem mobi system. The issue resulted in a blood glucose level of 385 mg/dl. In response, the customer attempted to remove the air bubbles to administer insulin and was informed by technical support that the champagne-sized bubbles were acceptable and should not affect blood glucose levels. The customer understood and acknowledged this information.